Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited undersensing of true qrs resulting in brady detections. Reprogramming sensitivity and blanking period did not correct the problem. The device remains in use. No patient complications have been reported as a result of this event.